Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735764, serial/lot: unknown product ID: 9735772, serial/lot : unknown h3, h6: a medtronic representative went to the site to perform a system check out and they found that the computer could not boot up. The computer was replaced to resolve the booting issue on the main cart, but issues persisted on the camera cart. The camera cart monitor would display the splash screen and then an error stating that the camera cart was unable to connect to the pcoip. After this error message the screen would display no signal. The operating system was confirmed. The camera cart monitor was confirmed to be set to dp video input. The setting was switched to hdmi and then back to dp without resolution. In self test, it was confirmed that all internal hardware connections and firmware were green, but the camera cart monitor displayed as disconnected. The mini display port cable that connects the pcoip card to the dp on the computer was reseated and moved to different ports, with multiple reboots, but the issue did not resolve. The closest resolution achieved, was when the mini display port was in port 2, which allowed the monitor to get to the admin screen, but when the representative logged into the application, the camera cart monitor went blue. Through troubleshooting it was found that the touchscreen was not working, and the mouse would intermittently work. The camera cart panel was opened, and the pcoip led was amber(normal). All cables on the back of the monitor and the pcoip were reseated, but this did not resolve the issue. The o-ring router was bypassed and the pcoip was plugged directly into the back of the main cart network router, but no changes were observed. Another navigation system's monitor was plugged in, but there was no change in behavior either. Based on this the pcoip zero client was suspected to be the issue, as that controls the camera cart's usb functionality. The pcoip was replaced, but the issues were still not resolved. Finally the interconnect cable was replaced and all issues were resolved. The system now functions as intended. B01, c02, d02 are applicable to the system checkout. The computer was returned for product analysis. The analysis is still in progress. B21, c21, d16 are applicable to the computer analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that the replacement computer arrived without any cabling to reconnect to the system. Once the replacement cabling was received and the computer was replaced, the booting issue on the main cart was resolved, but issues persisted on the camera cart. The camera cart monitor would display the splash screen and then an error stating that the camera cart was unable to connect to the pcoip. After this error message the screen would display no signal. While troubleshooting to resolve the camera cart issue it was also found that the camera cart monitor would intermittently go blue. It was also found that the touchscreen was not working, and the mouse would intermittently work.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9736401, serial/lot : unknown. No parts have been returned for product analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that while setting up for a case, the system booted to no signal on both carts. Another system was used for the procedure. The probable cause was thought to be the computer. There was no patient involvement.